Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer failed. A technical support specialist checked print setup, operation mode, and graphics, verified that the internal thermal printer was set as the default printer, canceled the documents queued up, and restarted the print spooler, and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to print labels. The customer confirmed malfunction occur when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.